Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and the device passed. The receiver was charged and booted. The receiver log was downloaded and reviewed, and "reboot receiver/error recovery" without "user" shutdown followed by "screen recoverable error alarm" was observed in log within the investigation window (on 08/30/17). A global receiver functional test was performed and passed all relevant testing. The reported event of initializing screen without manual restart was confirmed for receiver initializing screen without manual restart because "reboot receiver/error recovery" without "user" shutdown followed by "screen recoverable error alarm" was observed within the investigation window. A root cause for the firmware errors could not be determined.